Manufacturer narrative:
The investigation without product was completed on 2023-11-23. No item was returned to karl storz tuttlingen, therefore no physical inspection of the item in question could be carried out. The customer has provided pictures. Based on these pictures and the failure description, it can be concluded that this damage was caused by overloading the item. The damage may have been caused by too high a force or too long a voltage spike. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the performance of a hysteroscopic procedure, using the bipolar electrode in question to electrocute a naboth cyst, there was a sudden detachment of the active part of the said electrode, which instantly fragmented, making it impossible to recover any fragments in the uterus.